Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding') in a 30-year-old female patient who had essure (batch no. 50512944) inserted for female sterilisation. The patient's medical history included abdominal pain, pregnancy, sore throat, joint disorder, meniere's disease, tinnitus, anemia, fatigue, gastroesophageal reflux disease, epigastric pain, gastritis, dizziness, nausea, vomiting, loss of balance, pseudotumor cerebri, hypokalemia, vertigo, shortness of breath, vaginal bleeding, ovarian cyst, menorrhagia, chest tightness, ischemic heart disease, vulvovaginitis, urinary tract infection, spinal pain, leg pain, muscle weakness, burning sensation, painful urination, headache, vaginal discharge, break through bleeding, metrorrhagia, hypovitaminosis and morbid obesity. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (B)(6) 2017 laparoscopic lysis of adhesion, vaginal hysterectomy bilateral salpingectomy and endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: post essure tubal ligation. No contrast spillage is noted.. Pathology test - on (B)(6) 2017: uterus, cervix, and fallopian tubes, excision - intramural and subserosal leiomyomas. Status post endometrial ablation. Weakly proliferative endometrium. Uterine cervix, no significant pathologic changes. Right and left fallopian tubes, with intraluminal coils. Ultrasound scan vagina - on (B)(6) 2014: small cystic area adjacent to the endometrium. Normal endometrial thickness. Septated cyst in the right ovary. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding') in a (B)(6) female patient who had essure (batch no. 50512944) inserted for female sterilisation. The patient's medical history included abdominal pain, pregnancy, sore throat, joint disorder, meniere's disease, tinnitus, anemia, fatigue, gastroesophageal reflux disease, epigastric pain, gastritis, dizziness, nausea, vomiting, loss of balance, pseudotumor cerebri, hypokalemia, vertigo, shortness of breath, vaginal bleeding, ovarian cyst, menorrhagia, chest tightness, ischemic heart disease, vulvovaginitis, urinary tract infection, spinal pain, leg pain, muscle weakness, burning sensation, painful urination, headache, vaginal discharge, break through bleeding, metrorrhagia, hypovitaminosis and morbid obesity. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery ((B)(6) 2017 laparoscopic lysis of adhesion, vaginal hysterectomy bilateral salpingectomy and endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: post essure tubal ligation. No contrast spillage is noted. Pathology test - on (B)(6) 2017: uterus, cervix, and fallopian tubes, excision - intramural and subserosal leiomyomas. Status post endometrial ablation. Weakly proliferative endometrium. Uterine cervix, no significant pathologic changes. Right and left fallopian tubes, with intraluminal coils. Ultrasound scan vagina - on (B)(6) 2014: small cystic area adjacent to the endometrium. Normal endometrial thickness. Septated cyst in the right ovary. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.